Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode against the davol soft mesh has been alleged. The medical records provided included implant operative reports for multiple implants including the soft mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. Based on the information provided, this is a patient with a surgical history significant for multiple pelvic repairs with multiple mesh placement and mesh removal. While the medical records indicate that the patient underwent a robotic assisted laparoscopy, extensive enterolysis and bilateral salpingo-oophorectomy in (B)(6) 2014, this procedure appears to be related to an ovarian mass and right hemorrhagic cyst and not related to any mesh previously implanted. It is unclear at this time, to what extent if any the davol soft mesh may have caused or contributed to any post op complications experienced by the patient due to the multiple pelvic repairs with mesh placement and removal. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008--patient was diagnosed with cystocele, rectocele, stress urinary incontinence (sui) and underwent implant of a non bard davol urethral "gynecare tvt" mesh sling, anterior repair and a posterior repair with implant of a non bard davol "polyform" mesh. On (B)(6) 2008--patient was diagnosed with symptomatic uterine prolapse and tenderness along mesh (non bard davol) placement. The patient underwent a total vaginal hysterectomy, uterosacral vaginal suspension and revision of the non bard davol "polyform" mesh. On (B)(6) 2009--patient was diagnosed with pelvic pain and dyspareunia related to areas of inflammation where non bard davol mesh was placed. The patient underwent a revision procedure of the non bard davol mesh. On (B)(6) 2010--patient was diagnosed with a vaginal foreign body (non bard davol), rectocele, stress incontinence, urethral mobility, vaginal prolapse. The patient underwent cystoscopy, excision of foreign body (non bard davol mesh), posterior repair, abdominal sacrocolpopexy with implant of a bard davol soft mesh and implant of a non bard davol "sparc" midureteral sling. The attorney alleges the patient experienced unspecified adverse patient outcomes associated to the use of the device.